Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a false negative hcgb value and was repeated. The customer was asked, but did not provide any specific data. No adverse events were alleged. The hcgb reagent lot number and expiration date were asked for, but not provided. The investigation could not identify a product problem. The cause of the event could not be determined.